Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The DHR could not identify any deviations or nonconformities relevant to the issue. A livanova field service representative dispatched to the facility and was not able to get the breaker to trip, but was able to determine that the compressor could not be activated. The fault was traced back to a defective compressor of the cooling system. The unit will be removed from service and a replacement device will be provided. Based on findings, a potential break of the cooling coil can be generated due to stirrer flow in the tank. Consequently, the water entered the cooling circuit causing damage of the cooling compressor system. The compressor failure led to an increase of the leakage current of the device and the circuit breaker tripped. The device was equipped already with the new stirrer motor design since the end of october 2019. However, it is reasonable to assume that the condition of the evaporator was already compromised before the upgrade to such an extent that the copper was already degraded.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t tripped the fuse during priming. There was no patient involvement.